Event description:
A father reported that his child was admitted to hosp with keto-acidosis and high readings. The customer feels that the two freestyle freedom meters used are not functioning correctly and would like to have the meters tested independently. There were no readings provided. The customer's meters and test strips have been requested for investigation.

Manufacturer narrative:
The customer's meters and test strips have been requested for investigation. A follow up report will be submitted if the products are received.